Event description:
As a result of complications from the medtronic interstim implant surgically implanted into my body, and later surgically removed from my body, and the lead wire of the implant breaking off during the removal procedure, I am currently experiencing daily: chronic physical pain in my lower back, tailbone, left leg, and left hip, including pain caused by nerve damage. Psychological post-traumatic stress disorder and depression symptoms. Dose or amount - variable, frequency - variable, route - already inside my body, reason for use: overactive bladder.